Manufacturer narrative:
Cracked reservoir tube lip, minor scratches on the display window, and cracked case near display window corners noted during visual inspection.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer's insulin pump had cracks around the display window. The display appears worn and has many scratches. No other details were provided. Nothing further reported.